Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a blank display after several failed battery test alarms occurred. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer reported the contacts on their battery cap was damaged. Troubleshooting advised the customer to insert a new battery and revert to a back-up plan if the display does not return. Customer's blood glucose was 60 mg/dl. No additional information provided.